Manufacturer narrative:
(B)(4). The MRI system performed to specification. The system user interface enables timely interruption of the movement of the pt support. The instructions for use contains extensive warnings related to coil magnet and pt positioning. In this case the pt did not fit in the bore and the operator immediately moved table out of the bore, when the pt indicated to be hurt. At the time of the event, no actual injury was reported.

Event description:
A female pt was positioned prone on the table of the MRI system. When she was moved into the scanner and her back touched the upper side of the bore, the pt began to scream. The table was moved out immediately. The pt expressed pain at the time, but went home without further examination. Later, the pt claimed that the mr system caused a broken rib.